Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined that the retaining clip was missing from the rocker axle, the machine head had nicks, and the width plate screws were missing. The motor, bearing pack, o-ring, seal, reciprocating arm, machined head, and width plate screws were replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
There is no additional information.

Manufacturer narrative:
(B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that the device was missing its retaining clip from the rocker axle. Damage/impact to graft was reported. No other adverse events were reported as a result of the event.